Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the anchor site (manufacturer report number: 1627487-2024-12504) a culture was taken and came back as a staph infection. It was reported that the infection was located at the lead and ipg site. Surgical intervention took place where the entire system was explanted to address the issue. The patient was also treated with oral antibiotics. The manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.